Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The insulin pump was exposed to moisture. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.